Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no damage was found. Functional testing could not be performed because the device was received in a condition making evaluation not possible. Therefore the complaint of intermittent out of range could not be confirmed. However, the receiver (B)(4) that was used with the complaint device was returned for evaluation on (B)(4) 2013. A visual inspection was performed and found no defects. Functional testing was performed and there was no failure detected. The receiver was determined to be operating within the required specifications without malfunction. However, a review of the receiver data log confirmed the complaint of intermittent out of range. CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to claim that on (B)(6) 2013 the transmitter is constantly out of range.dexcom has issued an rga for patient to return the device to be investigated.